Event description:
The pump was returned for investigation. Investigation revealed that there was contamination found under all key contacts when the pump was opened. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that there was contamination found under all key contacts when the pump was opened. During evaluation, all keypad buttons were found to respond to user input and had normal spring back or click. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.